Event description:
In 2007, obese patient presented with steep angulation, severe tortuosity in the iliac and into the aorta. While advancing the bifurcated delivery system, the physician encountered a wire wrap. In an attempt to resolve, the ipsilateral limb inadvertently deployed in the aorta. The patient was converted to open repair; taken to ICU with bowel complications. Patient had no urine output over weekend, died on three days later, cause of death kidney failure and bowel ischemia.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The patient's obesity contributed to procedural difficulties; operational context contributed to the event. The device was inadvertently discarded by the hospital.